Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
On (B)(6) 2021, medtronic legal received information regarding adverse events that customer experienced. On (B)(6) 2019, customer went to the emergency room and was admitted for diabetic ketoacidosis with blood glucose of 500mg/dl. On day two of her hospital stay, her insulin drip was turned off and she was placed back on the insulin pump and her blood sugar rose quickly. Her attending physician voiced his concern about the insulin pump not functioning properly. On (B)(6) 2019, customer was went back to the emergency room and was readmitted for high bg of 452mg/dl. Customer also reported being hospitalized for low blood glucose of 16mg/dl on (B)(6) 2019. The insulin pump was suspected as the reason for the hypoglycemia.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding tape customer went to emergency room due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021 from the attorney of the family. The information received on (B)(6) 2020 stated the following reporter alleges in or about 2021 the customer began using insulin pump in (B)(6) of 2019 the customer was using a sensor on the (B)(6) 2019. Customer had blood glucose level of 500 mg/dl. Customer stated that on second day insulin drip turned off. Customer stated that they discharged after three days. Customer had blood glucose level of 557 mg/dl and returned to emergency room and readmitted to the hospital on (B)(6) 2021. Customer had blood glucose level of 452 mg/dl at the time of readmission. Customer stated they went to hospital due to low blood glucose on (B)(6) 2019. Customer had blood glucose level of 16 mg/dl. The insulin pump will not be returned for analysis.